Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2012, inratio: 6.1, re-test: 3.4, re-test: 2.9. Test results were obtained within 20 minutes of each other using different finger sticks.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 6.1, 2nd inr: 3.4, 3rd inr: 2.9, mean: 4.13, sn: 1.72, %cv: 41.65. Since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. In-house therapeutic donor testing has been performed on reported lot 273312 on (B)(6) 2012. Results as follows: donor 216, inratio: 4.3, 4.1, 4.1; reference: 3.63, bias threshold: 2.63 - 4.63; %cv: 2.77. Donor 217, 3.7, 3.8, 3.7; 2.90, 1.90 - 3.90; 1.55. All replicate for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. Root cause could not be determined from the info provided. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. This issue will continue to be tracked and trended. Corrective action not required at this time.